Manufacturer narrative:
Evaluated two open/used reservoirs(plungers not returned). Inspected and checked o-rings/stopper groove for anomalies none were found. Ran basal, bolus leaking test : reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connector into paradigm insulin pump. Conclusion: reservoirs no air bubbles and not leaks. Cannot performed manual test to reservoir due to the plungers not returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 497 mg/dl at the time of the incident and was treated with bolus from the insulin pump and manual injections. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The customer alleged that the insulin pump was under delivering. The customer had already tried changing the sets too and 5 total sets failed. The customer reported that the cannula was bent. The insulin exited at the quick release. The insulin pump will not be returned for analysis. The reservoir will be returned for analysis.